Manufacturer narrative:
Samples received: 1 unopened race-pack. Analysis and results: there are no previous complaints of this batch of which (B)(4) were manufactured and distributed in the market, there are no units in stock. Tested the needle attachment strength of the closed sample received and the results fulfill requirements: 0.183 kgf in average and 0.175 kgf in minimum. Tested the knot pull tensile strength of the closed sample received and the results fulfill requirements: 0.198 kgf. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with premilene® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfil the specifications of b. Braun surgical, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached and the thread broke. All med watch submissions related to this report are: 3003639970-2017-00172, 3003639970-2017-00173.